Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received notes that the lead was capped and replaced.

Event description:
It was reported that when an asymptomatic patient presented in clinic for follow up, loss of capture at high output and high lead impedance were observed. Lead explant and replacement is planned.